Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The sample was returned to the manufacturer (truphatek) for evaluation. Truphatek has provided the following investigation: visual inspection and examination showed five cartridges inside the set. One cartridge seems not related to the set at all - an item from 2011 as the set is from 2014. Lot numbers on the other four cartridges shows items are beyond expiry date , which is nov 2015. In those four cartridges it's evident to have borderline contact from an unknown source. Since the manufacturing date there were minor tolerance updates to improve possible contact issues. The blade and handle met the release specifications; however, the cartridges expired in november 2015.

Event description:
The customer alleges that as the anesthesiologist was preparing to intubate a patient he connected the assigned blade to the handle and the light flickered. Another method of intubation was used to intubate the patient. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that as the anesthesiologist was preparing to intubate a patient he connected the assigned blade to the handle and the light flickered. Another method of intubation was used to intubate the patient. No patient injury reported.